Event description:
While trying to obtain vascular access, the stiffened micropuncture introducer set failed as it was being removed from the left superior femoral artery leaving 2 cm of the 4 french sheath behind in the artery.